Event description:
It was reported that during a laparoscopic low anterior resection procedure, the device would not fire. An add'l device was used to complete the procedure. There was no pt consequence.